Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range (oor) shocking lead impedance measurement that was detected via the patient¿s home monitoring system. The patient was scheduled for follow-up check. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.